Manufacturer narrative:
H.6 investigation: four photos of a loose 3ml were received and evaluated. One of the photos displayed an opened blister pack form batch 9099560 (B)(4) in all the photos, it was observed there was a red fluid present in the bottom of the syringe, in between the ribs of the stopper and a large droplet on the plunger rod. The fluid appeared to be blood and to have leaked past both ribs of the stopper. This was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is unclear in the photos provided if the stopper was defective or if there was something creating a channel allowing the fluid to pass through. Potential root cause for the leakage past stopper defect is may be associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9099560 is considered in compliance with our product specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.

Event description:
It was reported that 2 syringe 3ml ll euro 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: when sampling, blood past through the plunger. It is the second time it occurs.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 3ml ll euro 200 s/c experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: when sampling, blood past through the plunger. It is the second time it occurs.